Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: do not know exact location') and diffuse large b-cell lymphoma ('diffuse large b-cell lymphoma cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain ("abdominal pain/constant pain"), migraine ("migraines / headaches/possible migration"), back pain ("lower back pain") and sciatica ("sciatic pain"). In 2014, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding((vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia/heavy periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient was found to have diffuse large b-cell lymphoma (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("irergular periods"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (partial), and unilaterl salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, diffuse large b-cell lymphoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, dyspareunia, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown and the abdominal pain, back pain and sciatica had resolved. The reporter considered abdominal pain, back pain, device dislocation, diffuse large b-cell lymphoma, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, migraine, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date for removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. New event diffuse large b-cell lymphoma cancer were added. Outcome of sciatic pain, back pain, abdominal pain updated to recovered / resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: do not know exact location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced migraine ("migraines / headaches/possible migration"). In 2014, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding((vaginal)"), menorrhagia ("menorrhagia/heavy periods") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/constant pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), sciatica ("sciatic pain") and menstruation irregular ("irregular periods"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, dyspareunia, fatigue, dysmenorrhoea, back pain, sciatica and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, migraine, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2013 and (B)(6) 2012. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date for removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to abdominal pain. Following events were added: device dislocation, abnormal bleeding((vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, dysmenorrhea(cramping), lower back, sciatic pain and irregular periods. Event severity added for: abdominal pain, lower back and sciatic pain. Lawyer, lab data, historical and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: do not know exact location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tylenol from 2010 to (B)(6) 2020 and nuvaring. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain ("abdominal pain/constant pain"), migraine ("migraines / headaches/possible migration"), back pain ("lower back pain") and sciatica ("sciatic pain"). In 2014, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding((vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia/heavy periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient was found to have diffuse large b-cell lymphoma ("diffuse large b-cell lymphoma cancer/ tumor / teratoma / cancer type: diffuse large b cell lymphoma cancer"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (partial), and unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, diffuse large b-cell lymphoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown, the abdominal pain, dyspareunia, back pain and sciatica had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, device dislocation, diffuse large b-cell lymphoma, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, migraine, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: ??-???-2013 and ??-(B)(6) 2012. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date for removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: historical drug was added. Outcome of event dyspareunia was updated as recovered and migraine as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: do not know exact location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tylenol from 2010 to (B)(6) 2020 and nuvaring. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain ("abdominal pain/constant pain"), migraine ("migraines / headaches/possible migration"), back pain ("lower back pain") and sciatica ("sciatic pain"). In 2014, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding((vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia/heavy periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient was found to have diffuse large b-cell lymphoma ("diffuse large b-cell lymphoma cancer/ tumor / teratoma / cancer type: diffuse large b cell lymphoma cancer"). On an unknown date, the patient experienced menstruation irregular ("irergular periods"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (partial), and unilaterl salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, diffuse large b-cell lymphoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown, the abdominal pain, dyspareunia, back pain and sciatica had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, device dislocation, diffuse large b-cell lymphoma, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, migraine, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes anticipated or scheduled date for removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.